Manufacturer narrative:
Lot# and UDI#. Device history records review was completed for part# 03.812.003, lot# 8305044. Manufacturing location: (B)(4), manufacturing date: may 24, 2013. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product development investigation was completed. The returned inner shaft was examined and the complaint condition could be confirmed as the proximal end was broken and the distal prongs were found to be slightly bent. There are also some scratches visible on the distal prongs. The broken off spherical-shaped part was still stuck in the applicator knob. Based on the damage incurred, it can be assumed that the breakage of the proximal ball was the result of excessive force during the implantation of the implant. The t-pal applicator instruments are designed and produced to withstand normal forces during a surgery. However, whenever a certain axial force is being achieved the instrument should break rather on the proximal end than on the distal end. This allows the surgeon to dismantle the instrument and remove it safely with no patient contact to any broken parts. As every t-pal case is equipped with two inner shafts, the surgery should in case of a breakage be continued without difficulties. Definite root cause could not be determined. The complaint condition is likely a result of method of use, the complaint is determined not to be a result of a detected product related deficiency. Corrected data: reported concomitant device 1x applicator outer shaft03.812.001/ 8579582 is not concomitant. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date received by MFR: date reported on previous mw as july 14, 2017, should be june 14, 2017. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Corrected data: concomitant medical products: reported concomitant device 1x applicator outer shaft 03.812.001/ 8579582 was inadvertently removed from concomitant list. It remains concomitant. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Additional narrative: date returned to manufacturer additional concomitant device reported. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: 04july2017. Concomitant part added: 1x applicator outer shaft03.812.001/ (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Other UDI: (B)(4). Implant and explant dates: device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Initial reporter's phone number: (B)(6). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the metal ball broke off at the proximal end of applicator inner shaft intraoperatively, while inserting the implant. No patient harm reported. Complaint involves 2 parts. Concomitant parts: a 1x unknown implant. A 1x applicator outer shaft, 03.812.001/ lot unknown. This report is 1 of 1 for (B)(4).